Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2013 with the following findings: the black box and alarm history review revealed multiple consecutive call service alarms on (B)(6) 2013 at 8:28pm. One single call service alarm followed by a pump reboot event was observed as well on (B)(6) 2013 at 7:20pm. The battery voltage recorded before the pump reboot event was above the ¿low¿ and ¿replace¿ battery thresholds. The battery compartment and cap were undamaged. The battery cap contact measurements were taken and found to be within specification. The pump powered ¿on¿ with a hard ¿cs054-0001¿ alarm upon start up. A new software "language file" code was loaded and the pump was able to power ¿on¿ and to display ¿verify¿ screen with no alarms. The cap was tightened and then unscrewed ½ turn with no power interruption occurring. The pump¿s priming steps were performed correctly. The pump was exercised for a 24 hour period with no further alarms or power interruptions occurring during the test. An external power supply was used to simulate a ¿low battery¿ warning and a ¿replace battery¿ alarm. The pump gave the appropriate visible and audible battery warnings and alarms. The pump¿s case was removed and no intermittent condition was found to the power circuit or to the cgm circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2013, a distributor contacted animas alleging that a device had powered off during the night. This complaint is being reported because it was not resolved. There is no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).